Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo and the plastic at the tip looked broken/dented. The physician had problems with the transseptal puncture. After removing the vizigo sheath, it was visible that the tip of the sheath was damaged, therefore used a new vizigo sheath. The procedure was delayed by minutes but successfully completed. There was no patient consequence. Additional information received indicated the plastic at the tip looked broken/dented, though the tip was not rough, slippery and no internal mechanisms were observed.

Manufacturer narrative:
On 4-oct-2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo and the plastic at the tip looked broken/dented. The physician had problems with the transseptal puncture. After removing the vizigo sheath, it was visible that the tip of the sheath was damaged, therefore used a new vizigo sheath. The procedure was delayed by minutes but successfully completed. There was no patient consequence. Device evaluation details: the device was returned to johnson and johnson medtech (j&j) for evaluation. A visual inspection evaluation of the returned device was performed following johnson and johnson medtech procedures. Visual analysis revealed that the soft tip was observed deformed, and it was observed that the dilator was exiting the irrigation hole. No other damage or anomalies were observed. A device history record was performed for the finished device batch number, and no internal actions were identified. The broken tip issue reported by the customer was confirmed since the dilator exits the irrigation hole. The potential cause of the tip condition could be related to a potential skin incision size relative to the sheath during the procedure; however, this cannot be conclusively determined. The sheath instructions for use (IFU) contain the following information: use best practices for inserting or retracting any device at the hemostatic valve. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).